Manufacturer narrative:
Batch documentation and production data have been reviewed and no relevant problems or deviations were registered. No earlier complaints registered for this lot. The user has discarded the sharp catheters and he has no more of the same lot to send back. He will not disclose any more information about his medical history, medication etc and did not take any pictures of the products. It is not possibly to verify that the catheters where in fact sharp and contributed to the bleeding. With this limited information, and with no products returned, at this point it is not possible to establish any root cause. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.

Event description:
Adverse event occurred outside us, in great britain. Male patient reported that 5-6 of his catheters recently felt like they had sharp ridges on them. After using one of the catheters, he disinfected it and examined it by hand. He describes that he could feel like a "chisel mark". On two occasions he experienced minor bleeding after using catheters that he perceived as sharp. He did not seek any medical attention and has recovered well.